Event description:
It was reported that this pacemaker appeared to be depleting prematurely. Device data was submitted to technical services for review. Engineering evaluation confirmed premature battery depletion due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.